Event description:
Boston scientific received information that the physician is alleging this transvenous lead is fractured. There was report of out of range pacing impedances and a loss of capture. No adverse patient effects have been reported.

Manufacturer narrative:
Information suggests this lead remains implanted. Should additional information become available this event will be updated. It was later reported that this lead was taken out of service and replaced.